Event description:
It was reported that during an implant procedure the silicone on the lead "bunched up" when the suture sleeve was moved while it was being attached to the muscle. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.